Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation surgery has been carried out but the device has not been received for investigation yet.

Event description:
The user had a trauma on the implant side. The user has been re-implanted on (B)(6) 2018. The device has been requested but not received for investigation.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user had a trauma on the implant side. The user has been re-implanted on (B)(6) 2018.